Manufacturer narrative:
Summary of investigation: without code and batch number, we cannot check the information regarding product stock or batch manufacturing records. Without closed samples and/or defective samples a proper analysis cannot be performed. As stated in the instructions for use of the product, when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Batch manufacturing record: not possible to check. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples or further information has been received. Final conclusion: without samples or more information, we are not in position of studying if the possible affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any further data is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The origin of these cases derives from a survey: b. Braun novosyn sutures- post marketing clinical follow up. The reported cases correspond to adverse events or complications encountered and suture not performing as expected, when using b. Braun novosyn sutures encountered within the 30 days preceding the survey (that took place between november 2022 and january 2023). Tissue types where b. Braun novosyn® sutures were used are fascia, ligation, multiple layers, mucosa, superficial skin, intra-dermal, peritoneum, gastrointestinal anastomosis, cornea or sclera, mesh fixation, conjunctiva and episiotomy. The specific product code and batch number involved in each individual case is not known. Sutures not performing as expected ophthalmic surgeon. Suture broke resulting in wound gaping. Resutured with ethicon.